Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the original report was filed. The console was returned for investigation. Imc logs confirm that there were numerous issuances of the purge disc not detected alarm at the time of the complaint. Inspection of the purge pressure sensor unit revealed a missing purge pressure flag. The root cause of the purge pressure disc not detected alarms was a missing purge pressure flag.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an asian patient of unknown age and gender with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient was on impella 5.5 support and the automated impella controller (aic) had a purge issue. The purge cassette was replaced however this did not resolve the issue. The aic was replaced and this resolved the issue. There was no patient harm.